Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 30 may 2023, a 10mm amplatzer septal occluder (lot: 7400021) was chosen for implant into an atrial septal defect (asd) utilizing a 7f amplatzer trevisio delivery system. When the device was attempted to be deployed, the left disc deformed into a cobra shape. The device was recaptured and attempted to redeploy but the same deformation occurred. The device was removed from the patient. Outside the patient, the deformation persisted. A replacement 11mm amplatzer septal occluder device was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay. The patient was hemodynamically stable throughout the procedure. There was no angulations or kinks in the delivery system. The device was briefly opened in the left upper pulmonary vein, but no blood flow restriction or obstruction occurred. The patient was reported to be stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no any anatomical interference, there was no angulation or kink in the delivery system upon deployment, and an 7f delivery system was used. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.